Event description:
It was reported that a symptomatic patient presented in clinic. Device was found out to have delivered inappropriate hv therapy and was in bvvi mode. Device download was made successfully to return the device to normal operation. Patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.